Event description:
It was reported that the patient experienced fluid loss with the artificial urinary sphincter (aus). The entire aus was removed and replaced with a new one. The device was inspected and the tubing was found to be cracked. It was unclear if it was related to structural failure. No further complication were reported in relation to this event. The product was explanted and returned. A supplemental report will be filed after the product analysis has been completed.

Manufacturer narrative:
Fluid loss was reported. The ams 800 cuff was visually inspected. No leak was found. The cuff was not functionally tested due to the balloon leak. Review of manufacturing documentation was not performed as the device met specifications. A review of the ship history was not performed since the batch number was provided. No risk review required per cis product investigation wi, 92186855. A labeling review was performed and according to the 92116951, IFU, ams 800 male_us ver. B, there is no evidence that the device was used or handled improperly. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. If further information about this complaint is received at a later date, the product investigation will be re-opened to address the additional information.

Event description:
It was reported that the patient experienced fluid loss with the artificial urinary sphincter (aus). The entire aus was removed and replaced with a new one. The device was inspected and the tubing was found to be cracked. It was unclear if it was related to structural failure. No further complication were reported in relation to this event.